Event description:
It was reported device interrogation revealed device reset. The patient had recently completed a series of therapeutic radiation sessions. The reset error was corrected and the device was reprogrammed. There were no reported adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.